Event description:
The pt received more medication than intended. The report stated: "when pt was in radiology for CT scan, staff called to the rn to inform nursing that the IV pump was beeping. Pt returned to room before rn could get to radiology. Staff says the pump battery was depleted and the programmed drip info had to be re-entered. A new heparin bag was hung at that time. Pt then went to nuclear medicine for a bone scan. While there , "nm" staff called rn and informed rn that pump was beeping "low battery." Pump was plugged in the wall. Staff unplugged and re-plugged device, but still alarming low battery. Transporter sent from "nm" to floor rn and reported that the new heparin bag was empty and that the programming detail for the drip was gone from the device. Entire bag of heparin infused in less than 4 hours." Upon further query, the following info was provided: the customer reported an operator error in programming the device. On 7/29/05 at 0858, line a was programmed to deliver 25,000u/250ml of heparin, in the dose calc mode , wt of 106kg, be infused (vtbi) of 250ml, and the delivery was started. At an unspecified t ime, the pt was transported to the CT dept. For an unspecified procedure. Upon return, the nurse hung a new bag of heparin and "incorrectly" programmed the device in the ml/hr mode, instead of the intended dose calc mode. At an unspecified tiime later, the pt was transported to the radiology dept. For a bone scan. Upon return, the nurse noted that the heparin bag was empty. The pump was removed from clinical service and the pt was monitored. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer indicated the event was the result of an operator error in programming the device. The pump history was downloaded at the uf. The pump was six min behind the actual time. Review of the pump history showed that on 7/29/05 at 0858, line a was programmed to deliver heparin in dose calc mode with a conc. Of 25,000u, diluent 250ml, wt of 108kg, dose of 14units/kg/hr, with a rate of 15.1ml/hr, and a vtbi of 200ml. Line b was programmed to deliver in the concurrent mode at a rate of 125ml/hr with a vtbi of 600ml; delivery was started. At 1109, the device alarmed prox air b, backprime and the delivery on lines a and b stopped. At 1121, the settings on lines a and b were cleared. At 1123, line a was programmed at a rate of 125ml/hr with a vtbi of 600ml & delivery was started. At 1157, the delivery was stopped. At 1159, line a was programmed to deliver at a rate of 125 ml/hr with a vtbi of 528ml/hr; delivery was started. At 1208, the delivery was stopped. Within the same minute, the pump was powered off.